Manufacturer narrative:
Siemens filed MDR 1219913-2016-00041 on january 28, 2016 reporting a reproducibly elevated advia centaur xp troponin ultra (tni-ultra) result. Siemens requested the sample for testing. March 14, 2016 - additional information siemens received the sample and tested it with advia centaur tni-ultra reagent lots 010099 and 010101. Lot 010099: 9.167 ng/ml and 9.437 ng/ml; lot 010101: 10.31 ng/ml. The sample was tested on immulite troponin and the result was <0.2 ng/ml. There was insufficient volume for testing the sample with heterophile binding tubes or serial dilution. Siemens reviewed the list of medications the patient is receiving. None of the medications have been tested for possible interference in the assay. The results of siemens testing indicates that there is a non-specific interfering substance in the patient sample causing the elevated results. The interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood.

Manufacturer narrative:
Siemens requested the patient sample for testing. Siemens service went on site and performed a total service call. Fluidic and diagnostic tests were performed to verify proper operation. The system was fully functional. The system is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism." The instructions for use (IFU) under the interpretation of results section states the following: " results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
An elevated troponin I result was obtained on the advia centaur xp troponin ultra (tni-ultra) assay. The ckmb result was normal and the total ck was elevated. Due to the elevated troponin result, the patient was sent to the ER. The ER tested obtained a negative troponin result (method unknown.) The doctor performed a heart catheterization based on the advia centaur xp troponin ultra result causing unnecessary pain. The results of the heart catherization were normal. There is no report of other adverse health consequences due to the elevated advia centaur xp tni-ultra result and heart catherization performed.